Event description:
Reportedly, to treat the heavily calcified cto lesion in sfa locating at hunters canal, contralateral approach was made. After the subject, guidewire was engaged to the lesion, during the rotational manipulation, it was noticed that the guidewire was no longer moving. When removed the micro catheter used in combination, the separated distal end of the guidewire came out with the catheter. No complication with the patient is reported.

Manufacturer narrative:
Shaft of the guidewire was broken and separated at approximately 13mm proximal to the proximal end of the coil. Nearby breakage site, two bends at distal side and one bend at proximal side were observed. Distal end of the coil approximately 10mm was wavily bent, no other notable deformation was observed. Sem observation of the breakage site indicated that the shaft was broken in coaxial way by rotational force. Lot history review revealed no anomaly relating to the reported event. Obtained information and the outcomes of investigation of returned guidewire suggested that the guidewire distal end might be trapped by the cto lesion, where rotational manipulation was made and the shaft was broken due to torsional force exceeding the product design limit.